Event description:
Hosp advised that morphine was set up to infuse on channel a at a rate of 2mls/hr. User observed that rate displayed was 42 mls/hr. This occurred at approximately 1:43. There was no pt consequence reported.